Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired and it fired fine. The clips formed as intended, there was no issue with the firing of the device. When the surgeon went to remove the device from the patient through the trocar, there was difficulty closing the jaws. The jaws were opened too wide and would not pass through the trocar. They were able to finally close the jaws as if firing the device and then remove it from the patient through the trocar. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, the device locked out as intended. If a clip is present in the jaws and the clip applier needs to be removed from the patient, fully squeeze and hold the trigger against the handle while removing the clip applier through the trocar with the jaws in the closed position. Once the clip applier is removed, fully release the trigger to release the clip from the jaws. The clip applier is then ready for the next clip application. The batch record was reviewed and no anomalies were noted during the manufacturing process.